Event description:
Pt received a fifteen min interferential treatment for achilles contracture, that muscle stimulator was set at pt's comfort (actual intensity not available). Cold packs with 2 towels placed in between 2" square electrodes (value trodes). During treatment, pt did not complain of discomfort. Approx one and a half hours after treatment, the pt called the therapist stating that redness and blisters were beginning to form in the area treatment was performed. Per therapist, the unit was immediately removed from service and sent for inspection. Approx one week later, the pt returned with a single wound that was showing early signs of infection. The pt was referred to a wound care physician for follow-up treatment. The pt then received I & d treatment (incision and drain). Per therapist, the pt is fully healed with a slight discoloration, no skin graphs were required. The area affected was approx the size of a quarter.